Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on 5/6/20 the patient presented with a st elevated myocardial infarction (stemi). A 2.75x23mm xience sierra stent was implanted. On 5/10/20 the patient was re-hospitalized with hemoptysis and other cardiovascular symptoms. It is unknown what treatment was performed and final patient outcome was unknown. There was no additional information provided.